Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unspecified event resulting in the patient being hospitalized. No additional information was provided; animas attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for an unclear event and the pump could not be ruled out as a possible contributor to the event.